Event description:
It was reported that when using the bd pyxis¿ es server had incorrect patient's medication quantities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server had incorrect patient's medication quantities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex b grid, device eval by manufacturer. Upon investigation of the actual device used in this incident, it was determined that the patient¿s medication quantities were incorrect due to an issue that occurred when information was returned from the server and carefusion coordination engine to the vista system. The technical support specialist (tss) had checked the es server outbound messages to validate findings that information returned to the vista system from the server was combining inventories for the unit during order processing, allowing visibility of the pade inventory. The international environmental standards and testing was involved to determine whether a setting in the carefusion coordination engine caused this behavior. It was confirmed that the pyxis es server configuration did not affect transaction handling, as each pyxis device operated independently and transactions remained separate when crossing into vista. No indication was found within pyxis es or bd interface settings that inventory counts should be combined. If feedback from the vista interface contradicted this assessment, specific details were requested to identify the cause and develop a potential resolution. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ es server had incorrect patient's medication quantities. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.